Event description:
It was reported that approximately three years and eight months post port placement, the catheter was allegedly broken. It was further reported that the distal catheter segment and the port body were removed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately three years and eight months post port placement, the catheter was allegedly broken. It was further reported that the distal catheter segment and the port body were removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one ti low profile implantable port attached to a groshong catheter in two segments was returned for evaluation. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture, material separation and identified deformation and wear issues as a complete circumferential break was noted at the a complete circumferential break was noted to the catheter approximately 4.3cm from the distal end of the cath-lock. The break edges of both the catheter segments appeared round in one region and granular in the other region. A c-shaped break was noted approximately 0.5cm from the proximal end of the distal catheter segment. Further, a longitudinal split was observed at the border of the two regions of both the catheter segments. During functional evaluation, both the port and the attached catheter segment was patent to infusion and aspiration without any issue. However a leak was noted from the c-shaped break upon infusion. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.